Event description:
Additional information was received from the manufacturer representative, reporting that the patient's ins was 100% charged as of the patient's last appointment with their healthcare provider on (B)(6) 2017. The rep reported that the patient is only getting up to 4 bars of contact when recharging. The rep reported that it was discussed that the battery may be implanted slightly too deep or is implanted on a bit of an inward tilt; however, the patient and their family verbalized that they are fine with the battery as it is and do not wish to adjust anything at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulat or (ins) for dystonia and movement disorders. The rep reported that when the patient tries to charge their right ins, the patient can't get more than 1-2 bars unless they put a 5lb bag of sugar on it. The rep reported that they confirmed with the patient about turning the dial on the recharger antenna belt and repositioning the antenna and the patient seemed competent with the process. The rep reported the patient uses double sided tape when recharging, and that it works well for the left side but not with the right side. The rep reported that the patient uses the same recharger for both sides. The rep reported that they will follow-up with both the patient and the patient's primary healthcare provider (hcp). The rep reported that they will be seeing the patient on (B)(6) 2017. The rep further reported that they believe that when the patient places the weight on the recharger, they are able to get more than 1-2 coupling bars. No patient symptoms were reported. No further patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep), reporting that both batteries seem to be the same distance from the skin's surface, about 1cm. The rep reported that they attempted an antenna locate multiple times, with the left number being 42, and the right got as high as 50, but would fluctuate between 48-50 without any movement of the antenna or the patient. The patient's father reported that the coupling also changes while recharging with no movement of the antenna or patient. The rep reported that they felt that the right battery had a tilt to it and the bottom was further in. The rep reported that they would talk to the patient's managing healthcare provider (hcp) about next steps. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was noted that it took 8 hours to charge. The healthcare provider (hcp) stated that the ins was implanted too deep. The patient reported they sometimes get 4 boxes, sometimes 6. No further complications were reported as a result of this event.